Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a cardiac catheterization diagnostic procedure. Reportedly, an unspecified device problem occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device revealed that the vessel locator wings were deployed. The cutter was observed to be bent at approximately 90 degrees from the tube set. There was extensive damage on the cutter edge. These observations would confirm that a failure occurred during deployment. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Thirty six unused sterile devices with the same part and lot number as the complaint device were returned for evaluation. A random sample of 13 devices were visually inspected and functionally tested. The devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. Review of the lot history records revealed no non-conformances that would have contributed to the reported event. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.